Manufacturer narrative:
Concomitant products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there were impedances of > 40,000 ohms on electrodes 0-6. It was noted that the patient stated that the stimulation changed "about two weeks ago." It was noted that the patient had to turn the stimulation up"really high" to get any effect. It was noted that the battery also shifted deeper into the pocket. Reprogramming and x-rays were performed. The cause of the issue was unable to be determined. The patient was described as alive with no injury at the time of report. The patient experienced pain at the pocket site in the upper left buttocks and less than 50% therapy relief. It was noted that the pain extended down the left buttocks to the foot. It was unknown if battery movement was causing the pain. The patient was reportedly reprogrammed to get coverage using only electrodes 8-15. It was noted that the patient had too much new pain in left buttocks and leg to know if new programming was helping chronic low back pain. It was noted that there was no obvious lead fracture shown in the x-ray. Additional information received five days later reported that the manufacturer's representative had not seen the patient since previous appointment. It was noted that the patient would schedule another appointment if the new programming wasn't relieving her pain. The patient outcome was unknown. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.